Event description:
The customer stated that her blood glucose results had been higher than usual. She tested her glucose using her contour meter and another meter (brand unknown). The contour read 293 mg/dl, while the other meter read 146 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.